Manufacturer narrative:
\ A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported via MRI events of ¿lobed edges, radial folds are identified bilaterally. In the right breast in the middle of the middle third quadrants, an oval morphology nodule, circumscribed margins, hyper intense in t2-enhanced sequences and hypo intense in t1-enhanced sequences is identified, without enhancing the application of contrast medium in relation to cyst, with an axis greater than 5 mm, in the left breast there is a cyst of similar characteristics and 4 mm in the interline of external quadrants of 4 mm. Diagnostic impression: type b breast pattern (scattered fibro glandular), bilateral breast prostheses, the left side with intra capsular rupture data, without changes.¿

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "inflammation and pain in the left breast" and rupture. The device remains implanted.